Event description:
It was reported that the patient experienced a shocking or jolting sensation. The shocking began about 2 months ago following a fall. The patient recalled that she fell out her front door around thanksgiving. It was reviewed with the patient how to turn her therapy down or off in order to see if the shocking would stop. The patient was at about level 5 and if she turned it up it would be uncomfortable and if she turned it down she would lose therapy. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lcyp, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).